Manufacturer narrative:
(B)(4). Evaluation summary: the separated portion including the balloon was returned inside the yellow protective sheath. An analysis of the device confirmed the reported removal difficulty and separation. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the difficulty with removing the protective sheath and subsequent consequences was potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored. It should be noted that nc trek instructions for use (IFU) states: prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment. Based on the available information for this lot, there is evidence to suggest that the device issue is related to the manufacturing process. Further assessment of corrective/preventive actions will be conducted per local site and department procedures.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported to an abbott vascular warehouse that when the physician was attempting to advance an unspecified 3.5x8 nc trek balloon dilatation catheter (bdc) onto an unspecified guide wire, it was noted that there was no balloon on the nc trek. The balloon was found attached to the distal stylet. Thus, the device was not introduced onto the guide wire or into patient anatomy, and another nc trek bdc was used in completing the procedure. Reportedly, during unpacking, the distal balloon stylet had been difficult to remove and gentle longitudinal traction had been applied to remove the stylet. There was no patient involvement and no occurrence of a clinically significant delay. No additional information was provided.